Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: that battery cap was not returned with the pump. No physical damage was observed on the pump. A test battery cap was used for evaluation and was able to properly secure to the pump. The pump booted up properly and was exercised for 24 hours with no power loss. A review of the pump history indicated that the pump emitted an empty cartridge alarm on (B)(6) 2011. No action was taken by the user and the pump powered off on 6/3/11. This is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.

Event description:
A family member reported that the pump had no power on (B)(6) 2011. He stated that he tried new batteries from two different packages with no resolution to the issue. He confirmed that there is no structural damage to the battery cap and compartment, and denied corrosion in the battery compartment. The family member stated that the patient does not expose the pump to water.